Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: women with nonischemic cardiomyopathy have a favorable prognosis and a better left ventricular remodeling than men after cardiac resynchronization therapy. Journal of cardiovascular medicine. 2016;17(4):291-8.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths; which included non-cardiac, cardiac, and sudden cardiac. The status of the device is unknown. Further follow up did not yet yield any additional information. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.